Event description:
The hospital reported that after initiation of the case it was noted that no flow through the circuit was present. The pump was located on an external drive motor at this time. The pump was moved to a second external drive motor and flow was still not initiated. At this point the 550 bio-console was switched to internal drive mode and the pump was placed on the console. The case was completed and the patient was not affected by the incident.